Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and post laminectomy pain. It was reported that patient was not feeling any stimulation up to 10.5 volts. All the impedances were showing as 150 ohms when impedance is measured at 3.0 volts and all values in the 100's when impedance was measured at .7 volts. The caller was with the patient and was able to further troubleshoot. It was reviewed to keep stimulation off due to shorts and that therapy isn't likely given shorts with all parts. It was reviewed that revision needs to be discussed and to look at potential culprits. The ins capacity was showing as 2.815. Eri voltage was reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. The rep reported that the patient is to discuss options with their healthcare provider.